Event description:
It was reported that during an unrelated procedure, insulation damage was visually observed on the right ventricle (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.